Event description:
The customer reported the ventilator alarmed due to a 12 volt supply failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A 12 volt supply failure may result in a vent inop condition during normal ventilation mode operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the cpu, power management and motor controller pcb boards to correct the reported problem. The device passed all manufacturer required testing.

Manufacturer narrative:
MFR received date: 09/15/2014. Conclusion / root cause: the power management (pm) printed circuit board assembly (pcba), motor controller (mc) pcb and central processing unit (cpu) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).